Event description:
It was reported that the right ventricular (rv) lead was confirmed to be fractured. The lead was partially explanted, with the remainder capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.